Manufacturer narrative:
A supplemental is being submitted for additional information. Updated sections: - b5.desc evt problem - d1. Brand name - d4 expiration date - d4 serial # - d5. Oper of dev - d6a. Implanted date - h3. Device evaluated? - h3 no eval explain code - h4. Device mfg date - h6 device codes (fdd/annex a) - h6 img (annex g) component investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that servicing was performed two days later with a driveline sheath and splice repair. The patient was medically prepped for the procedure with heparin perfusor. Upon examination it was noted that the connector of the pump was broken in two parts. Old tape at the driveline that was placed by the clinic was removed and a splice repair was initiated. After transferring all wires from the back stator to the new connector, the y-cable was introduced. Of note, during the wire transfer of the front stator it was observed that the pump turned off. The pump was off for twenty-five (25) seconds. The pump was expected to run on one stator after the wires were cut, however, what occurred instead was that the pump turned off and it was noticed that the front stator connection had become loose. After connecting it back, the pump started and ran. There was no pump off time during the transfer of the wires of the front stator. The sheath repair was performed approximately 5 cm to the exit site.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the pump's man ufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. Onsite inspection and visual evidence provided by the site revealed a loose connector nut. Onsite inspection also revealed that the driveline connector was separated in two parts, likely due to the loose connector nut. In addition, visual evidence revealed damage to a previous sheath repair. Log file analysis revealed (B)(6) was the patient¿s primary controller, initially in use during the reported event. Log file anal ysis revealed a controller power up with an associated pump start on (B)(6) 2023 at 14:00:29, indicating that the controller power up occurred during a controller exchange. Log file analysis associated with con417432 revealed two (2) electrical fault alarms were logged on (B)(6) 2023 at 09:09:05 and 09:09:08, and three (3) reactivation events were logged on (B)(6) 2023 between 09:09:00 and 09:09:09 due to an open phase on the rear stator, resulting in single stator operation (front stator only). Log file analysis associated with (B)(6) revealed that multiple clock changes were logged during the reported event with the date, month, and year was manually set (B)(6) 2010. Log file analysis associated with (B)(6) revealed three (3) controller power-up events logged on (B)(6) 2010 with associated pump start event logged at 23:36:31, indicating that the controller was put into use following a controller exchange during the reported splice repair on (B)(6) 2023. In addition, two (2) associated vad disconnect alarms, indicating a physical disconnection of the driveline from the controller, were logged at on (B)(6) 2010 at 23:09:50 and 23:36:03 likely due to the controller being powered on prior to the controller exchange. Of note, the pump ID was not set during the initial power up of the controller. If the pump ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time and the implant date to match the current date/time of the monitor. These are additional findings not related to the reported event. A possible root cause of the observed recorded data points with year 2010 can be attributed to an in correct date/time set up in the monitor. The most likely root cause of the observed pump ID not set in the log files could be attributed to an incorrect set up process. The most likely root cause of the observed clock change events can be attributed to troubleshooting and the controller with no set pump ID connected to the monitor, triggering the monitor to update the date/time of the controller. Due to the adjustments in date/time on the backup controller, the sequence of events involving (B)(6) is not able to be determined. Log file analysis associated with (B)(6) revealed three (3) electrical fault alarms, three (3) reactivation events, three (3) high watt alarms, and three (3) vad stopped alarms, and an additional vad disconnect alarm were logged during the reported event. The electrical fault alarms and corresponding reactivation events were logged due to an open phase on the front stator, resulting in single stator operation (rear stator only). This likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. The vad stopped alarms were due to vad minimum speed failure. The vad minimum speed failure is the result of the pump operating below 1400 rpms for 10 seconds; this fault was likely due to a brief open phase detected in the rear stator after the front stator open phase was detected. The vad stopped alarms were followed by controller power up events, likely due to troubleshooting during the splice repair. The last vad disconnect alarm was logged indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the splice repair. As a result, the reported events were confirmed. A driveline sheath repair and a splice repair were performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the electrical fault alarms and damaged driveline connector can be attributed to the loose connector nut. Capa00221 investigated loose driveline connector issues. The pump was manufactured prior to the implementation of correc tive actions of capa00221. Based on the investigation of capa00221, the most likely root cause of the reported loose driveline connector nut event is the interaction of rtv silicone and epoxy during the connector assembly process that causes a reduction in bonding strength. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the high watt alarms can be attributed, but not limited to the increased power consumption required to run on a single stator. The most likely root cause of the vad stopped alarms are due to vad minimum speed failure, likely due to a brief open phase detected in the rear stator after the front stator open phase was detected. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely due to the controller exchange and/or troubleshooting during the splice repair. The most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time and/or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the serial number, intervention, and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline cable/connector was damaged, and it is unknown how the damage occurred. The front portion of the driveline connector (dlc) completely separated from the rear portion. A driveline service will be performed. No patient complications have been reported as a result of this event.